Event description:
It was reported that on (B)(6) 2026, during the evening shift in the emergency department, following the insertion of a urinary catheter, that became necessary to assess the patency and proper placement of the catheter. Consequently, that was required to deflate the foley catheter balloon and however, that was not possible to withdraw the fluid from the balloon. The on call physician was notified and made several attempts but was unable to achieve balloon deflation. Subsequently, a consultation with general surgery was requested; the surgical team decided to perform a skin incision to deflate the balloon and facilitate the removal of the device. Subsequently, a new catheter was inserted using a new kit of the same size. However, the exact same issue recurred, and the same maneuvers were performed. Ultimately, a size 16 catheter with an open system was inserted that was, the urinary catheter insertion kit was not used again on that patient.hx: decompensated type 2 diabetes- severe diabetic ketoacidosis, soft tissue infection of the left lower extremity, fluid and electrolyte imbalance: moderate hypokalemia + hypophosphatemiaper follow up information received via rcc on 01apr2026, stated that after the invasive management of that event, the patient did not require more days of hospitalization than they needed according to their condition.

Event description:
It was reported that on (B)(6) 2026, during the evening shift in the emergency department, following the insertion of a urinary catheter, that became necessary to assess the patency and proper placement of the catheter. Consequently, that was required to deflate the foley catheter balloon and however, that was not possible to withdraw the fluid from the balloon. The on call physician was notified and made several attempts but was unable to achieve balloon deflation. Subsequently, a consultation with general surgery was requested; the surgical team decided to perform a skin incision to deflate the balloon and facilitate the removal of the device. Subsequently, a new catheter was inserted using a new kit of the same size. However, the exact same issue recurred, and the same maneuvers were performed. Ultimately, a size 16 catheter with an open system was inserted that was, the urinary catheter insertion kit was not used again on that patient. Hx: decompensated type 2 diabetes- severe diabetic ketoacidosis, soft tissue infection of the left lower extremity, fluid and electrolyte imbalance: moderate hypokalemia + hypophosphatemia.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation.a review of the device history record did not show any problems or conditions that would have contributed to the reported issue.the initial reporter's phone number: (B)(6).UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.